Event description:
The following was reported: indication for nail placement as: open/ closed femoral fracture, supracondylar fractures (including those with intra-articular extension), and periprosthetic fracture (type 1 - undisplaced fracture, prosthesis intact) with a stryker triathlon knee in situ. Right side. Survey does not provide any indication as to whether any triathlon implants were revised.